Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up in backup vvi mode. Memory corruption confirmed with status report showing multiple bit flips. A download was performed successfully and the device resumed normal function. No patient symptoms were reported.